Event description:
It was reported that during an elective procedure, it was noticed that the screw of the patients ipg was broken as it would not hex down and engage the new lead added. The physician believed that there is no way to determine if the issue happened during the procedure or beforehand. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and the reported event was confirmed. The setscrew in port-c was covered with silicone debris broken off the septum which caused the hex driver not to engage with the screw. However, after clearing the debris, the hex wrench was able to turn the setscrew to lock or unlock a lead. This anomaly is considered to be a procedural incident rather than a manufacturing defect.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an elective procedure, it was noticed that the screw of the patients ipg was broken as it would not hex down and engage the new lead added. The physician believed that there is no way to determine if the issue happened during the procedure or beforehand. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will be returned.